Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery alarm noted in the insulin pump history and critical pump error (open book) due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The insulin pump received with scratched case, pillowing keypad overlay, end cap address label fading and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump displayed a critical pump error message. During troubleshooting the customer did not report any pump errors having been displayed besides the message. It was advised to discontinue use of the device, and to place the device in storage mode. The device will be replaced. No blood glucose values were reported.